Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that in (B)(6) 2015 the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system became infected. The s-ICD system was initially repositioned, then explanted approximately two months later. No additional adverse patient effects were reported.